Event description:
A user facility biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine had a pump housing burn out. The part was replaced with a new one under warranty. Upon follow-up, the bmt stated the issue was noted during preventative maintenance and the component was replaced. The bmt stated the mixer was returned to service. No smoke, melting, or arcing was noted, and there were no reports of sparks or flames. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The damaged component was returned for evaluation. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The reported complaint symptom code thermal decomposition was confirmed due to pump housing burn out. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine had a pump housing burn out. The part was replaced with a new one under warranty. Upon follow-up, the bmt stated the issue was noted during preventative maintenance and the component was replaced. The bmt stated the mixer was returned to service. No smoke, melting, or arcing was noted, and there were no reports of sparks or flames. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The damaged component was returned for evaluation. There was no patient involvement associated with the reported event.